Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal product not yet returned for evaluation. Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 95 to 200 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
Internal product not yet returned for evaluation. Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 95 to 200mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is 12/08/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6).